Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the unit generated a ventilator fail alarm during a case. There was no injury reported.

Event description:
Please refer to initial MFR. Report #9611500-2018-00119.

Manufacturer narrative:
The involved device is approximately eight years old and not under service contract; the hospital's biomed is providing all maintenance and repair activities himself. A log file was submitted for evaluation. Beyond that, no additional information could be obtained and no eventually replaced parts have been returned. The log file evaluation confirms the user's report in general: two consecutive motor encoder check errors have been recorded. The designed system response upon a sequence of two errors within a specified window in time would be a shut-down of automatic ventilation to prevent from serious mechanical damages. The triggering condition could be a worn ventilator motor or a malfunction of the motor position supervisor system - a further differentiation is not possible due to lack of information. If such error occurs and the self-supervisor function forces a shut-down of automatic ventilation this is brought to the user's attention by means of a corresponding visual and optical alarm. Manual ventilation as well as the monitoring functions remain available to the full extent which allows the user to continue with the procedure or to at least bridge the time until a replacement unit is available. There were no patient consequences reported for the particular case.